Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 473 mg/dl at the time of incident and treated with bolus and blood glucose lower to 355 mg/dl. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.